Event description:
It was reported that the patient's atrial lead exhibited unspecified oversensing. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicated that there were no patient adverse consequences. No intervention has been performed, and the patient will continue to be monitored.